Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken hinge from the display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact name: mr. (B)(6). E-mail address: (B)(6). Department: mid. Occupation: biomedical engineer. The getinge field service engineer (fse) that encountered the issue replaced the right hinge display (0105-00-0138-02) and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.